Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for the call was the right ins was burning. Pt started noticing it about a month ago. Pt said the burning was coming from the ins and not from her body. Hcp had her try turning stim down and off to see if it was coming from the ins. Pt said she had no falls/no trauma. Pt said hcp did not like the way it had been placed. Hcp ordered an MRI to look at the device. Pt has a new hcp.